Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the long bipolar grasper instrument tip broke. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the surgical coordinator, the resolution to the reported event was to remove the long bipolar grasper instrument and fragments and placed all the items into a bag. Fragments did fall into the patient, but all fragments were retrieved with a prograsp and small grasper instrument which was confirmed via visual inspection. There was irrigation after pieces were removed. There was no additional surgical procedure required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. It is unknown what the surgeon believed caused the instrument to break or cause a fragment to fall. The long bipolar graspers instrument was in use for one hour prior to the issue occurring. The instrument was inspected prior to use and there was no damage noted. The surgical task being performed when the device fragment fell inside the patient was the final check before closing. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. Upon final removal of the instrument the wrist was not straightened. The surgical staff did feel resistance upon final removal of the instrument through the cannula and the cannula was removed. There was no other damage noted to the instrument after the reported event. The procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring proximately 0.072¿ x 0.25¿ was not returned with the instrument. The root cause of failure is typically attributed to mishandling/misuse. An additional observation not reported by the site that is related to the primary failure was also identified. The instrument was found to have a dislodged proximal clevis at the distal end. Root cause of this failure is attributed to mishandling/misuse. A review of the device logs for the long bipolar grasper instrument (part# 471400-10 / lot/serial# k12211108-0055) associated with this event has been performed. Per this review of the logs, the long bipolar grasper was last used on (B)(6) 2020 during a malignant hysterectomy malignant procedure via system sk3691. There were 6 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. No image or video clip for the reported event was available for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the long bipolar grasper instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.